Event description:
The company was informed that the patient developed a staph infection at the implant site. The patient's treatment is ongoing and she is on her third course of antibiotics (type unknown). The patient is attempting to keep the external equipment off the affected area. The patient is being monitored.